Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated their therapy was not working as it used to and their symptoms were not under control. It was noted that the patient¿s therapy stopped helping about 2-3 months prior to report and the patient did not see the difference whether therapy was on or off. At the time of report, the patient noted their therapy was on. The patient was going to the bathroom a lot and did not really feel stimulation. The patient stated they used to feel stimulation a little but then they got used to it. The patient tried increasing and decreasing the amplitude but it did not resolve the issue. It was also reported that the patient was on dialysis, since (B)(6) 2014, and they were wondering if that would make a difference on the amount of time the patient was peeing. The patient¿s daughter stated the patient¿s ¿peeing is not overly crazy¿ but the patient still had urgency. The patient could stand up and pee and then they could go for a long period of time like a normal person but then all of a sudden they were going without getting any warning signs from the device. It was also reported that the patient had been getting bladder infections and urinary tract infections (uti) since (B)(6) 2014. Due to the infections the patient had been in hospitals on and off and they had to turn the therapy off when at the hospitals. The patient stated their healthcare provider did not think the device was causing the infections but they wanted to know if the device was doing its job controlling her symptoms so that the patient can avoid the circumstances that lead to infections. It was noted that the infections were causing kidney problems. Additional information from the healthcare provider stated the event was not device related but the patient¿s device needed to be reprogrammed and increase the amplitude. It was reported that the patient had not recovered and their symptoms or issues were still ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va03ezh, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).